Manufacturer narrative:
H.6. Investigation summary one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination of the returned sample and photos was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp drug did not flow properly and cannula broke off. This was discovered before use. The following information was provided by the initial reporter: drug didn¿t flow properly and there may be a clog.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp drug did not flow properly and cannula broke off. This was discovered before use. The following information was provided by the initial reporter: drug didn¿t flow properly and there may be a clog.